Event description:
Pt on CT table for CT of the spine. Pt was being removed from the table when oil dripped from an upper portion of the machine. The oil dripped on the pt causing a burning sensation. Pt treated for first degree burns. Hydraulic hose leaked hot fluid - hose had developed a leak.